Event description:
It has been reported to philips that the system did not power on successfully. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system does not turn. Upon troubleshooting, philips field service engineer (fse) inspected the system onsite and confirmed that the system had a faulty pdu front panel assembly and found some rodent activity. Fse replaced the pd.scomp.usd, pd. Assy.rearpanel boxed and assy.frontpanel boxed. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.